Manufacturer narrative:
An infection was reported after a procedure in which duraseal was used. Despite numerous attempts, confluent surgical was unable to obtain any further info regarding this event. Bench-top testing has shown that duraseal does not support microbial growth.

Event description:
Reporter reported an infection after a procedure in which duraseal was used. Despite numerous attempts, confluent surgical was unable to obtain any further info regarding this event. Surgeon was unwilling to discuss with any company rep.